Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and also had motor error. The customer¿s blood glucose level was 449 mg/dl. It was reported that they had motor error and no delivery alarm. Customer reported that the event was resolved by changing complete set (infusion set and reservoir). The reservoir will not be returned for analysis.